Manufacturer narrative:
The device was returned to olympus and the evaluation found the following reportable findings: the probe was damaged, and the probe cable unit was broken apart from probe body unit. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause is traced to the component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited that the probe was damaged, and that the probe cable unit was broken apart from the probe body unit. There was no patient involvement.